Event description:
Ous MDR - on (B)(6), a message regarding this device being eos was sent via home monitoring. The patient came into the clinic on (B)(6) and reported that at the time of the eos message appearing, an MRI exam was performed without setting the device to MRI mode. This device was explanted and replaced with a new one. There were no adverse patient side effects reported. This device was returned for analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation, which confirmed the device status eos. The ICD had been implanted over a period of three months, and three charge processes had been documented. During the electrical analysis, first the memory content of the ICD was checked. The available iegm from (B)(6) at 10:37 a.m. Shows interference signals in all channels, which led to vf detection and subsequently to a charge process. In the context of the charge process, eos was detected. The frequency and morphology of the sensed interference indicate strong external alternating electromagnetic fields, such as, e.g., during an MRI exam. The MRI mode of the ICD was not activated at that time. Next, the signal sensing of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The eos state was removed with a technical programmer, and the device then showed the bol state again. The battery voltage of 3.18 v indicates a charged battery. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. In particular, the charge time proved to be unremarkable. There were no indications of a device malfunction, the device proved to be fully functional. Summary: the implant proved to be fully functional during the analysis. There was no indication of a device malfunction. It is very likely that the observed device behavior resulted from the influence of the strong external electromagnetic fields during the reported magnetic resonance tomography. The MRI mode of the ICD was not activated during the MRI exam. There was no material defect or manufacturing error.